Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the failure phenomenon could not be confirmed. So it was not possible, to judge the factors that caused the phenomenon based on the evidence obtained with investigation. However, it is possible, that poor communication with the scope may have occurred temporarily, due to the effect of connecting foreign objects (such as chemical residue, moisture, sebum, dust or gauze bubbles) to the video jacket. Resulting in a failure phenomenon. The event can be detected/prevented, by following the instructions for use which state: the video jacket should be connected to the video system center in a well-dried state, including electrical contacts. Also, check that there are no abnormalities in the electrical contact points (contamination of chemical liquid residue, water acupuncture, sebum, dust, gauze bubbles, etc.) Before connecting them. Using the product with wet electrical contacts or with foreign matter attached may cause the product to malfunction or malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was not confirmed. The evaluation found no visual or operational abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that they inserted the enf-v3 into the video system center (otv-s12) and turned on the power. This was during a pre-use inspection. They received a scope communication error (b30). They tried turning the power on and off, plugging it in and out again, and cleared the error, but the error occurred again. There were no reports of patient harm.